Event description:
Lap supracervical hysterectomy in progress. We opened one disposable morcellator and the blade became dull. We opened another and, after a few minutes it started to not function properly. Device sequestered with the packaging it came in. We gave the surgeon the non-disposable morcellator and surgery commenced.